Manufacturer narrative:
.

Event description:
Patient undergoing placement of occipital nerve stimulator with placement of generator into right buttock. While trying to tunnel to place the wires, the plastic tunneler broke into 2 pieces and got lodged in the lower back buttock area. Scrub person noticed tunneler was not intact when returned and he made surgeon aware. Surgeon explored buttock area and found the piece of plastic and removed it.